Event description:
Our facility rec'd a report from medtronic regarding a lead damage at time of explant of pacemaker. The pacemaker was implanted in 2006 and pt experienced what the physician dictates as "difficult ot interpret." It was felt the pacemaker was functioning appropriately. Hospitalization was required secondary to a black out spell at work. The pacemaker was interrogated and there was lead failure. During revision it was found there was blood inside the lead.